Event description:
It was reported by the contact person the device was used during a laparoscopically assisted vaginal hysterectomy. It was reported the device fired fine on the first firing, but after it was reloaded it would not fire. Another was opened to complete the case. The contact person stated they have sterilized the device in order to return it to ethicon endo-surgery. There was no consequence to the patient.